Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a reddened, purulent driveline site. Driveline exit site cultures tested positive for bacteria, however, blood cultures were negative. Visual inspection also revealed that the velour covered portion of the driveline was exposed at the exit site. Unspecified antibiotics were administered and the patient remains on chronic suppressive antibiotics. The patient is reportedly stable and the pump was functioning as expected. No further information was provided.